Manufacturer narrative:
The reported events of unacceptable threshold and high pacing impedance were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for an implant procedure. It was reported that the right atrial lead exhibited high capture threshold and high pacing impedance. The lead was not used and replaced during procedure. The patient was stable.